Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
The penumbra system aspiration pump made a strange noise when the tech turned it on. An alternate pump was tested and it made a normal noise.